Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04953 / 04954).

Event description:
It was reported that patient underwent a right orthopedic salvage system procedure on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2009 due to unknown reasons. During the procedure the poly components were removed and replaced. A future revision procedure as been indicated due to hyperextension issues; however, a second revision has not been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a right orthopedic salvage system procedure on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2009 due to hyperextension issues. During the procedure the poly components were removed and replaced. A future revision procedure as been indicated due to hyperextension issues; however, a second revision has not been reported at this time. No further information has been provided.